Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the broken cannula or to determine a root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: not available. Omnipod software app version: not available. Operating system: not available. Hardware: not available. Cgm sensor type: not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient¿s legal guardian (lg) reported the pod was removed early because it started leaking. After removing the pod from their leg, they noticed that the canula was broken. The pod had been worn for between 49 and 71 hours. The lg stated that when the pod was initially activated, the cannula was inserted in the infusion site and remained well adhered to the skin. A new pod was applied.